Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during insertion the guide wire is not straight, which makes it impossible for the catheter to pass.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that during insertion the guide wire is not straight, which makes it impossible for the catheter to pass.

Manufacturer narrative:
(B)(4). The customer returned one lidstock, catheter and other various components for evaluation. The guide wire was not returned. Visual inspection of the catheter revealed no defects or anomalies. The catheter did not appear used. The catheter body measured 3.5" which is within specification of 3.25-3.75" per product drawing. The inner diameter of the catheter tip measured .022" which is within specification of .019-.022" per product drawing. An inventory guide wire passed through the returned catheter with minimal resistance. Functional testing of the actual guide wire used from this complaint could not be completed as it was not returned. A device history review was completed with no relevant findings. The IFU provided with this kit warns the user "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The customer complaint of a bent guide wire could not be confirmed through this investigation. The customer did not returned the guide wire. The catheter returned did not appeared to be used but passed all relevant dimensional and functional specification. A device history review was completed with no relevant findings. Without the guide wire, the root cause of this investigation is deemed undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that during insertion the guide wire is not straight, which makes it impossible for the catheter to pass.